Event description:
The customer reported that audible alarms were not heard at the cic for a vtach event. It is unk at this time whether the bedside device alarmed. The pt outcome was not shared by the customer. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.